Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least nine (9) extension sets broke due to liquid pressure in the pre-injection phase. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: nine (9) devices were received for evaluation. A visual inspection was performed, and a leak burst rupture at the tubing was observed. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was a use error as the product may have been used with a power injector at a greater pressure than allowed according to specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.